Manufacturer narrative:
Correction: section h. A supplemental MDR was submitted to reflect the correct device manufacture date.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, user mentioned that pyxis showed error message as device with download delay. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed an error message that the download delayed with the device. A technical support specialist (tss) confirmed that the station finished downloading all data and it was off the dashboard. The system functioned as intended after technical support specialist verified the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, user mentioned that pyxis showed error message as device with download delay. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.